Event description:
A hospital in (B)(6) reported via a distributor that an mr290 autofeed humidification chamber was leaking. It was reported that a crack was found in the chamber dome. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel has requested further information from the complainant. We will provide a follow-up report upon receipt of the requested information and completion of our investigation.